Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00025. The pt's ((B)(6)) scs system includes an ipg and percutaneous lead. It was reported the pt was not receiving stimulation. Although no communication issues were observed with the ipg, diagnostic test revealed high impedance readings for all lead contacts. As such, the physician explanted the pt's scs system. Only the ipg has been returned to the manufacturer for analysis.